Event description:
It was reported that a patient who had her hip done in 1999 was having groin pain. We replaced the cup and head. Based upon findings from the medical review, an unknown acetabular cup was added.

Manufacturer narrative:
X-rays were received for evaluation of the reported event. Based upon the clinical findings, an unknown acetabular cup was added to the complaint. No catalog number or lot code information was provided. From the clinical review, the root cause of failure is most probably procedure-related with regard to cup shell malposition causing rim loading of the cup liner and thereby an overload condition to prematurely wear the polythylene of the liner. Clearly, such a factor would be more than adequate to cause the present problems although by lack of further clinical information, implant retrieval analysis or more and better x-ray documentation, no further details can be extracted from the current limited information set.